Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was noted that the lp was showing unfavorable movement at the fixation point. The lp was retrieved, and it was discovered the helix of the lp became extended. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.